Event description:
It was reported that premature battery depletion was noted on a patient's implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition is stable.